Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#tri ts femur sz5 left ; cat#5512-f-501 ; lot#sszu, device name#triathlon stem extender 50mm ; cat#5571-s-050 ; lot#m27j50, device name#tri press-fit stem 15mm x 100mm ; cat#5565-s-015 ; lot#0040860b, device name#triathlon femoral distal augment 5mm - size 5 left ; cat#5540-a-501 ; lot#tgs3, device name#triathlon femoral distal augment 15mm - size 5 left ; cat#5542-a-501 ; lot#gjig, device name#tri post augment sz5 10mm ; cat#5544-a-500 ; lot#tldy, device name#tri post augment sz5 10mm ; cat#5544-a-500 ; lot#vpzv, device name#triathlon size 5 baseplate ; cat#unknown ; lot#unknown, device name#triathlon 25mm extension ; cat#unknown ; lot#unknown, device name#triathlon12 x 50 mm stem ; cat#unknown ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was reported. As reported by rep: "pt. Presented with complaints of knee-pain, dr. Suspected aseptic-loosening and performed a revision of the pt's left-tka. The pt. Had been revised previously in 2017. Explanted all devices. No complaints filed against the components themselves."